Event description:
The customer tested the blood glucose on the suspect device and it was 110 mg/dl. Pt took 15 units of 70/30 insulin at 9am. At 11"something" pt "fell out". The paramedics were called and they gave pt glucose and juice and pt was taken to the hospital for 6 hours and released.